Event description:
It was reported that the advocate of the patient with this pacemaker called technical services (ts) and reported of a red call doctor (rcd) icon. The rcd icon was reviewed and noted to indicate high out of range pacing impedances on the right ventricular (rv) lead was recorded. It was noted that the rv lead is a non-boston scientific lead. Ts referred patient and advocate to consult with the device treating clinic for further evaluation. At this time, this pacemaker and non-boston scientific rv lead remain in service.